Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The lot number was obtained during the investigation when the meter memory was downloaded.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 263 mg/dl and 123 mg/dl; 79 mg/dl, 99 mg/dl, 173 mg/dl, 89 mg/dl, and 88 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the test cassette.